Event description:
On an unknown date, a patient in italy underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2022, during an endoscopic procedure, the doctor found a bezoar in the distal part of the j tube and a pyloric ulcer due to the decubitus of the j tube. Therefore, he decided to remove the system and to place only the peg tube. Duodopa therapy was suspended and the oral therapy was started.

Manufacturer narrative:
Reference number (B)(4). Catalog number is the international list number which is similar to us list number of 062918. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Bezoar and gastrointestinal ulcer are known complications of a peg- j tube placement. (B)(4). If any further relevant information is identified or obtained, a supplemental medwatch will be filed.